Manufacturer narrative:
The same issue recurred on (B)(6) 2016, please see MDR 9212292-2017-00002 for that event. No patient demographics provided. No actual printout data provided. Only a summary of patient results provided. Service was dispatched. Beckman coulter field service engineer (fse) reported issue was resolved upon replacing of the ise mix motor.

Event description:
The customer reported the au 680 system had 4 erratic erroneous sodium (na) results and 1 erroneous high chloride (cl) result. The results were not reported outside of the lab. The samples were repeated and had different results on another au system. Customer reported the qc prior and after the event were within the lab established ranges.